Event description:
A physician reported that during cataract vitrectomy combination procedure an air bubble entered into the eye during quadrant removal which caused an anterior vitrectomy. Patient harm was not reported. Additional information received from the surgeon indicating the air pushed against the lens that put pressure on the posterior capsule, thus causing a rupture of the posterior capsule of the left eye. The procedure was completed and there was no harm to the patent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There were no samples returned for this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified however, during the assessment, it was determined to be unrelated to this reported event. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. With no additional, related information provided, the customers¿ reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).